Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sinus infection, headaches, nose bleeds. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus infection, headaches, nose bleeds. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: using a known good power supply and power cord, pil tech was able to confirm the device powers on and provides airflow. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 1201.0 hours and 0 blower and therapy hours. There were no error logs and care orchestrator data was not available for download. During the investigation, pil observed an unknown dust contaminant on the sd module flip doors, top enclosure, front panel, rear panel, bottom enclosure, blower cap, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Fitt ( foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device , there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.